Manufacturer narrative:
The event occurred in: (B)(6). Na.

Event description:
The customer received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) result for 1 patient sample tested on a cobas c513 analyzer commercial system. The initial hba1c result was 9.5%. On (B)(6) 2018 the same patient sample was retested and an hba1c result of 5.2% was obtained. The erroneous result was released outside of the laboratory to the patient. It was stated that the amount of medicine the patient was taking was affected, but there was no allegation of an adverse event. The hba1c result of 5.2% was deemed to be correct. The hba1c reagent lot was 30115401 with an expiration date that was requested but not provided. The customer had replaced the reaction cells on the cobas c513 on (B)(6) 2018. Following the reaction cells replacement, a cell blank maintenance activity was appropriately performed. The customer did not notice that there were abnormal cell blank measurements. On (B)(6) 2018 new reaction cells were replaced and a new cell bank measurement was performed with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
The cell blank showed an increased cell blank value for cuvette 41 through cuvette 51, which is consistent with contamination or damaged cuvettes. The customer stated they did not check the cell blank results and continued to use the instrument.

Manufacturer narrative:
Following the replacement of the reaction cuvettes, the issue has been resolved.